Event description:
It was reported that after deployment of a coronary stent, the balloon catheter was exchanged. After multiple inflations the balloon ruptured. After removing the catheter, it appears that some of the balloon material is missing. Cines taken post incident show no occlusions or foreign bodies. Pt status is listed as "okay".